Event description:
On (B)(6) 2010, pt reported he has experienced an elevated blood glucose a couple of days ago because, his infusion set was leaking. Pt stated, it was leaking where you pull the needle out of the infusion set. Pt reported, he woke up that morning to a blood glucose of 683 mg/dl and was nauseous and had a headache. Pt stated, he went to give himself a bolus and insulin started leaking out of the infusion set. Pt stated, his wife went into the bedroom and there was insulin all over the bed because, it had leaked. Pt reported, he was able to get his blood glucose down after repeatedly bolusing to get it down. Pt stated his blood glucose was 420 mg/dl around 2 hrs later and then 2 hrs after that it was down to 230 mg/dl. Pt's normal blood glucose level was not provided. Pt stated, he does not have any other infusion sets besides the one is he currently using. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.